Event description:
The facility representative reported a colleague infusion pump with multiple downstream occlusion errors. The device was reported to have come from the (B)(6) intensive care unit however, the condition was reported to have been found during biomedical testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During product evaluation at baxter, it was discovered that the event occurred during delivery. This is involving a pump with software version 6.13.90 which is categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed but not duplicated. The assignable cause is a faulty phm (pumphead module). The phm has been replaced.